Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported from an attorney that the patient 'sustained severe personal injuries' when 'he had an attack of arrhythmia and you implant failed to respond.' The device was left in use at that time, and explanted approximately five years later for normal battery depletion. No further patient complications have been reported as a result of this event.